Manufacturer narrative:
The reported events of positioning failure, stretched helix, and premature separation were not confirmed. As received, analysis of the outer and inner helix was performed and found to be within specifications, and visual inspection noted the device docking button diameter is within specified tolerance. Electrical and mechanical analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) was released and when separated from the catheter it stayed fixated for 1 to 2 cardiac cycles and then dislodged. The alp migrated to the renal vein and eventually snared by the helix causing a sprung helix. The alp was removed and replaced. The patient was in stable condition.